Manufacturer narrative:
Device passed the displacement test and p-cap/reservoir locked properly in place. Device received with broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir damaged. Customer's blood glucose level was 215 mg/dl. Customer reported that belt clip rails was chipped off. Customer advised to revert to backup plan. Insulin pump will be returned for analysis.